Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2023, the patient became dizzy and fell down the stairs. It was reported that the cgm was displaying 111 mg/dl during this time but when they checked their bg it was 51 mg/dl. The patient was brought to the hospital and received paracetamol and stitches for the injury sustained due to the fall. The patient was treated with food for hypoglycemia. At the time of the report the patient was fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.